Event description:
Uncomplicated phacoemulsification with posterior chamber lens implant, 18.5 diopter node. Sn60at alcon surgical acrosoft intraocular lens-uv exp 5-2009. Post-operative day 1 good result. Post-operative day 2 endophthalmitis observed. Immediate intervention required.